Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A new pre-charge card and the generator interface board were ordered. No further repair info is available. The system is operating as intended.

Event description:
The customer reported that the 8800 system displayed a pre-charge voltage error message. No pt injury was reported.